Event description:
During a follow-up, diagnostic imaging revealed a dislodgement of the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x - ray inspection of the lead did not find any anomalies.